Event description:
It was reported that the inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the cylinder connecting tube. The ipp was explanted and replaced. No patient complications reported.